Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/28/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that the patient's 7 day sensor session had been completed, patient had dislodged the transmitter, and therefore, the event was initiated outside of a sensor session. Please disregard initial report that was submitted for this event.